Event description:
Per the clinic, the patient experienced an infection at the implant site and extrusion of the electrode lead into the external auditory canal. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on february 21, 2024.